Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) for the lot indicates no issues were found in visual and physical samples inspected. Unopened and unused samples were returned for evaluation. Samples were randomly selected for visual and functional testing. After visual inspection, no issues were found. None of the hub-needle assemblies fell once the cap was removed from the needle. Samples were also physically tested to determines if the cannula is properly secured in the hub of the needle. All samples passed the testing. The reported condition could not be confirmed. The exact root cause could not be determined based on available information. The investigation analysis did not identify any issues with the manufacturing process that would have caused this issue. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a corrective and preventative action (CAPA) will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the needles come off when taking the cap off. There was no harm to the patient.